Event description:
Balloon did not inflate. Wire was placed across the lesion without undue difficulty and situated in the distal aspect of the left anterior descending coronary artery. Balloon angioplasty was then carried out using a 2.0 x 20 millimeter opensail balloon. The balloon was inflated gradually, not inflating properly at 15 seconds. The deflation protocol was enacted. The balloon was removed. There was note there was marked st segment elevation inferiorly and on injection, poor flow was noted beyond the lesion. It was suspected that there was probably some micro emboli. It appeared that there was a defect in the balloon on removing the balloon. It was later noted that there was indeed a defect. The defect had been recognized very early in inflation; inflation had been discontinued. It appeared that there was some distal embolization to the collaterals of the right coronary artery. The right coronary artery was dependent on the left coronary for collateral flow. The marked st segment elevation gradually abated and was virtually down to the baseline at the end of the procedure. Also, there was sluggish flow at the apical portion of the left anterior descending coronary artery that seemed to improve as well. Emergent placement of the stent was carried out. A cypher 3.5 x 18 millimeter stent was deployed rapidly to a maximum of 14 atmospheres for a holding time of one minute to give the effective diameter of 3.73 millimeters. Timi-iii flow was noted beyond the stent, but there was still slightly sluggish flow at the apex and poor filling initially of the collaterals to the distal right coronary artery. Additionally, poor visualization of the distal right coronary artery was present; however, at the last injection there was fairly good visualization of the distal right coronary artery and the marked st segment changes had virtually abated. The pt at anytime did not complain of any chest pain or discomfort. They did have a little bit of discomfort initially in jaw which abated at the end of the procedure. Intercoronary nitroglycerin was given and intravenous nitroglycerin was started at the end of the procedure. It was felt that given the problem with the product defect that it would be best to transport the pt to the ICU for closer monitoring. Company will check serial tropines. The defective product will be given to the department head for proper evaluation of the problem. At the end of the procedure, the pt seemed to be doing fine. The stenting procedure itself went perfectly within "acceptable rhythm was stable." Pt had no angina. No failure signs or symptoms. Pt was transported to the ICU in satisfactory condition as a precaution. The devices were withdrawn. A perclose suture device was placed without difficulty. There was no evidence of bleeding or hematoma formation.